Event description:
It was reported that the patient's pacemaker exhibited noise problem. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was presented at the clinic. The pacemaker exhibited noise oversensing causing inappropriate automated mode switch (ams) episodes and pacing inhibition. No intervention was performed and the patient was in stable condition.